Manufacturer narrative:
No patient injury reported. Hemostasis achieved with the device. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause. Note: this submission is being filed late because of issue with the web trader account. A previous attempt to file this through web trader was conducted on 7/1/16

Event description:
The vascade was selected for closure. The device was inserted into the sheath and the disc was deployed. The sheath was removed and temporary hemostasis was achieved. The doctor inserted the key into the lock and retracted the black sleeve. At this point, it was observed that the distal outer sleeve had become separated from the rest of the black sleeve, but had retracted enough to deploy the collagen. The collagen dwelled and was stripped off the wire. The disc was de-deployed and the entire device removed. Final hemostasis was achieved with the device and no injury or complications noted.